Event description:
It was reported that the pump wake button was blocked. There was no information available regarding any impact on the customer¿s blood glucose level. No additional information was provided.